Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report: 1627487-2016-03131. It was reported the patient was not receiving effective stimulation. The patient underwent surgical intervention on (B)(6) 2016, where her leads were revised. Both leads were scarred into place and unable to be removed intact. One lead and portions of the other lead were removed. The patient had a paddle lead implanted.